Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to turn off the clv-190 before inserting scope and turn it back on after scope is inserted. Tac recommended reseating the maj-1933 cable between the clv-190 and the cv-190 when it is powered off. Lastly, tac advised the customer to clean the scope contacts with 70% isopropyl alcohol. The b30 error code issue persisted and tac told the customer to send in the unit for repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is displaying b30 error with two different scopes. The event occurred during procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the b30 error occurred because a failure occurred in the communication with the scope due to the malfunction of the output connecter u of the light source device connected at the time that the phenomenon occurred. Alternatively, the b30 error occurred because a foreign material was adhered to the scope connecter part of the video processor or the output connector part of the light source device. This caused a temporary failure in the communication with the scope. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.